Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One open sample with a detached needle and one suture was received for analysis. Product code y433h. Upon visual inspection of the needle, it was found an incorrect swage, since the swage mark was higher than usual. This condition likely caused that the suture was detached of the needle. Based on the information currently available, the pulling off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an eye procedure on 5/30/2025 and a suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to continue the surgery, the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.